Manufacturer narrative:
A philips remote service engineer (rse) remotely accessed the customer system. The rse discovered that the server had low disk space due to being full with rkv files, deleted old files. The rse freed up about 350gb of disk space and then reconnected hosts back to primary server. Verified connectivity and advised customer to report if they see the disk utilization rising. Based on the information available and the testing conducted, the cause of the reported problem was low disc space. The reported problem was confirmed. The device was operational after freeing up computer hard drive space. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the central stations are in local mode throughout the hospital; the biomedical engineer (biomed) states the central system went down and now patients are in the wrong rooms. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.